Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results for (B)(4) and (B)(4). Evaluation summary (B)(4): the programmer was returned and analysis was able to confirm the customer comment that the device generated a system error during interrogation. It was further reported that the programmer had a noisy fan. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis found that the upper case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis was able to confirm the customer comment that the device generated a system error during interrogation. It was further reported that the programmer had a noisy fan. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis found that the upper case was broken.

Event description:
It was reported that the programmer would start an interrogation and then the error message would generate. It was further reported that the enclosed "wand" was from a different programmer and that it was "broken." Both the programmer and the wand were returned for service. No patient complications have been reported as a result of this event.